Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the devices would not hold the staples. A like device was used to complete the procedure.

Manufacturer narrative:
Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.